Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the returned device and the reported event. Visual inspection under magnification of the wand shows moderate electrode wear. The shaft is bent and compromised. There were no manufacturing abnormalities found. The wand was connected to a compatible c2 controller and activated in saline solution at default and max settings and on ablate and coagulation and produced plasma on the electrodes as intended. The complaint was not verified as the reported issue could not be duplicated during the test. Factors that could contribute the reported event are: (1) rate of ablation (2) power settings (3) prolonged use against dense or bony surfaces (4) suction rate and (5) fluid management (6) mechanical displacement of tissue through applied force (7) not adhere the IFU. There are no indications to suggest the device did not meet product specifications upon release into distribution. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information surgical procedure/post-operative care review device labeling (including technique guides, ifus, etc.).

Event description:
It was reported that, during a tonsillectomy & adenoidectomy surgery, the surgeon noticed burns in the patient; as consequence of them, after surgery, the patient developed white scald marks and blisters in the corners of the mouth.